Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: h6 and h10. Section h10: the valve was returned to edwards lifesciences for evaluation. During visual inspection of the valve, blue fibers were observed on the inflow of the cp1 and cp3 leaflets. The blue fiber was collected and sent to a chemistry lab for ftir testing. Material analysis found the sample spectrum was consistent to cellulose like material with a 94.13% match. A process walkthrough was performed from valve assembly through the end of preliminary packaging where the valves are placed in the final jars and terminally closed to determine if any of the materials, fixtures or tooling used matched the blue cellulose like material and there were no matches observed. A photo of the valve was also provided to edwards lifesciences for review. Fibers were observed on the inflow of one leaflet. A review of the manufacturing mitigations has shown adequate inspections were in-place to detect and remove fiber or particulate in the jar and on the valve. The mitigations included the following: cleanroom gowning procedure. Glutaraldehyde change-out performed at the end of the shift and after completion of the last assembly step. 100% visual inspection before and after holder for particulate/fiber. Glutaraldehyde change-out performed post visual inspection after holder attachment. 100% visual inspection for particulate/fiber during preliminary packaging (ppk). 100% visual inspection of valves and in jar/lid for foreign particulate/fiber. Instruction to remove foreign particulate/fiber is also in-place. These manufacturing inspection processes support that it is unlikely that a manufacturing non-conformity caused the reported complaint event. A device history review (DHR) performed did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any similar complaints. A review of complaint history from (B)(6) 2019 ¿ (B)(6) 2020 revealed additional returned complaints for the sapien 3 for the failure mode. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No product non-conformances related to manufacturing process was identified. A review of complaint history reveals that the occurrence rate did not exceed the (B)(6) 2020 control limits for this trend category (¿particulate, contamination¿). The commander delivery system, us, instructions for use (IFU) and the device prepping manual were reviewed for instructions relating to the complaint. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed. Material analysis was performed on the blue fiber and the sample spectrum of the blue fiber is consistent to cellulose like material. However, a review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. A process walkthrough was performed by manufacturing to ensure none of the materials, fixtures or tooling used matches blue cellulose like material and there were no matches observed. Additionally, during the manufacturing process, all sapien 3 valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. No labeling/IFU deficiencies were identified during evaluation. As reported, the blue fiber was discovered during the initial crimping process (outside the jar) and therefore the fiber could have been introduced during device prepping process at the field (e.g. Contamination from other devices such as blue surgical towel (if any was used)). However, a definitive root cause was unable to be determined at this time. Since no defects or labeling/IFU/training deficiencies were identified, no corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during the initial crimping process, it was noticed that one of the leaflets on the 29mm sapien 3 valve had blue fibrous strings/blue discoloration spots. The valve was rinsed repeatedly in order to attempt to remove the particulate. It was decided to discard the valve and open a new valve. The new 29mm sapien 3 valve was successfully implanted.